Manufacturer narrative:
The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this issue occurred with multiple cases.

Manufacturer narrative:
H2, h3, h6: additional system service was performed. Hardware parts were replaced. Previously reported codes b01, c13, and d02 are applicable. Additional system service was performed. No failures were found. Codes c19, d14, and previously reported code b01 are applicable. Additional system service was performed. No failures were found. Codes c19, d14, and previously reported code b01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145, version: 4.2.0, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the umbilical cable assembly (product number: bi71000167, lot number: 532 rev. D) was returned to the manufacturer for analysis. Analysis found that the umbilical assembly passed the bench test. However, when installed in a test system, the system would intermittently go into standalone mode. It was determined that the cable was faulty. Analysis found that the reported event was related to an electrical issue. The rear cab breakout panel (product number: bi71000424, lot number: 839 rev. C) was returned to the manufacturer for analysis. Analysis found that visual inspection showed multiple scratches on the face of the assembly. The assembly was missing the dongle connector and mounting hardware. All other cables and connections passed continuity testing. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the umbilical cable (bi71000167) hardware analysis. Fdm b01, fdr c07, and fdc d02 are applicable to the rear cab breakout panel (bi71000424) hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0719 was coded for the system restarting during surgery. A110201 was coded for system freezing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spine procedure. It was reported that the imaging system would freeze and not respond to any buttons during surgery. It would usually happen when the gantry gets to the collision zone. Only a full restart would resolve the error. It was noted this time it froze while it was not in the collision zone and did not even respond to the 'power off' button. Only after unplugging from the wall socket it could be restarted. The site also mentioned that the system would sometimes restart during surgery as well. There was a surgical delay of a few minutes due to the reported issue. There was no reported impact on patient outcome.